Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected driveline power fault alarm could not be confirmed with the returned modular cable (lot # 8058338). The returned device was tested together with laboratory test equipment and no functional issue was identified. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements. The analysis of the returned system controller (serial # (B)(6)) confirmed a correlation to the reported alarm issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 5, alarms and troubleshooting, all alarm conditions are addressed including driveline power fault alarm. ¿call your hospital contact immediately for diagnosis and instructions.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault/yellow wrench alarm that would not resolve. The modular cable and system controller were exchanged. The alarm had not reappeared. Reference regulatory report: 2916596-2023-02619.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.